Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hr, the infusion pump failed the accuracy test. The specification of this device is +/-5%. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.